Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, interconnect cable, video control board, system interface board, and the cpu were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was intermittently not making images. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in procedural delays. There is no report of injury or death associated with this event.